Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, priming test, excessive no delivery test and occlusion test. The motor was tested outside of the device and passed. There was no motor error alarm on the insulin pump. The device was received with cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and severely scratched display windows. (B)(4).

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 400 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received motor error more than once in the last 30 days. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.